Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died during implant procedure. The pacing and a tachy leads were implanted when the patient passed away. No alleged product issue was reported. It was further reported that an autopsy was performed with no conclusive evidence as to the cause of death. The patient is reported to have presented in stable condition prior to the start of the procedure.